Event description:
It was reported that a spectrum pump experienced an air detection fault. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of air detector fault through the identification of air in line alarms within the event history log, but could not reproduce it during evaluation. Evaluation found the upstream fluid numbers to be below specification. Low upstream sensor readings can make the pump more sensitive to air in line alarms. The failed upstream sensor was replaced.